Manufacturer narrative:
The reported complaint of "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message and was unable to clear the error message due to stiff manual rotation of driveshaft" was confirmed during the functional testing and based on the archive data review. The root cause for the ua45 error was due to drive shaft not being at "home position". The encoder drive shaft was difficult to rotate and exhibited binding and resistance due to the normal wear and tear of the platform. The clutch plate was deburred and the drive shaft was rotated to home position to clear the ua45 error message. Upon visual inspection, no physical damage was observed. During initial functional testing, the autopulse platform displayed ua45 error message upon powering on. The drive shaft was rotated to home position to clear the ua45 error message. After clearing the ua45 error message, the autopulse platform passed the functional test using both the normal sized manikin and large resuscitation test fixture (lrtf) in 30:2 & continuous compression mode without any fault or error. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(6).

Manufacturer narrative:
Zoll has not received the autopulse platform (sn (B)(4)) for investigation. A follow-up report will be submitted when the product is returned and the investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message. The customer was unable to clear the error message due to stiff manual rotation of driveshaft. No further information was provided. No known impact or consequence to patient information was provided.